Manufacturer narrative:
The field application specialist tested the samples and received (B)(6) hbsag confirmatory test results. The investigation determined that the qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned (B)(6) results for 2 patients tested for elecsys hbsag ii (hbsag ii) and elecsys hbsag confirmatory test (hbsag confirmatory test) on cobas 8000 e 602 module. Based on the data provided, the results from the hbsag confirmatory test are a reportable malfunction. No questioned results were reported outside of the laboratory. For patient 1 the initial hbsag ii result was (B)(6) and the repeat result was (B)(6). On (B)(6) 2019 the repeat result was (B)(6). The hbsag confirmatory test results were as follows: control result was (B)(6). Control + patient was (B)(6). Confirmatory reagent result was (B)(6). Confirmatory + patient was (B)(6). % neutralization of control was (B)(6). % neutralization of accession was (B)(6). The customer interpreted the confirmatory test result was (B)(6). On (B)(6) 2019 the result from a different laboratory and method was (B)(6). The method was not provided. For patient 2 on (B)(6) 2019, the initial hbsag ii result was (B)(6). The repeat results were (B)(6). The hbsag confirmatory test results were as follows: control result was (B)(6). Control + patient was (B)(6). Confirmatory reagent result was (B)(6). Confirmatory + patient was (B)(6). % neutralization of control was (B)(6). % neutralization of accession was (B)(6). The customer interpreted the confirmatory test result was (B)(6). On (B)(6) 2019 the result from a different laboratory and method was (B)(6). The method was not provided. Patient 2 was a (B)(6) male with a date of birth of (B)(6). The e 602 serial number was (B)(4).